Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2019. Concomitant medical product: spinalpak assembly: catalog #1067716 serial #(B)(4). Therapy date: unknown. Medical product: l4-5 pedicle screws. Therapy date: (B)(6) 2019. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2019-00033. Device has not been returned.

Event description:
It was reported that the patient was experiencing numbness and pain through the legs and into the feet from using the 72r and 63b electrodes. The patient stated that she experienced numbness before using the spinalpak but it intensified once she started using the unit. The patient stated that the pain was in her nerves and the pain level was at a 10, with 10 being the worst. The patient spoke to the physician's assistant at the neurosurgeon's office who advised her to stop treatment for 4 days to see if there is any difference in numbness. The patient was called 4 days later and the patient reported that she resumed treatment because she experienced the same amount of numbness without using the spinalpak. No additional patient consequences were reported.

Event description:
It was reported that the patient was experiencing numbness and pain through the legs and into the feet from using the 72r and 63b electrodes. The patient stated that she experienced numbness before using the spinalpak but it intensified once she started using the unit. The patient stated that the pain was in her nerves and the pain level was at a 10, with 10 being the worst. The patient spoke to the physician's assistant at the neurosurgeon's office who advised her to stop treatment for 4 days to see if there is any difference in numbness. The patient was called 4 days later and the patient reported that she resumed treatment because she experienced the same amount of numbness without using the spinalpak. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. G4: date received by manufacturer added. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H6: method code updated to 4114: device not returned. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established. H10: additional narratives/data.